Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited noise episodes. No intervention was made. The patient condition was unknown.